Manufacturer narrative:
The complaint conclusion has been updated to reflect adjudication minutes from the study. The tia event was revised to embolic stroke and the minutes also indicated that the delivery of the first angioguard was unsuccessful, due to flushing difficulty and inability to track to lesion. This study patient underwent carotid artery stent placement. After the procedure, the patient experienced hypotension, embolic stroke and ck enzyme increase. This is a female with medical history including hyperlipidemia, smoking diabetes mellitus, left carotid endarterectomy, and hypertension. This patient meets the high-risk criteria of prior cea with recurrent stenosis. The target lesion was left internal carotid artery described as severely calcified, eccentric, moderately tortuous and 95% stenotic. An angioguard was prepped for use; however, it experienced flushing and tracking difficulty. Another angioguard was inserted, tracked, deployed and retrieved without report of difficulties. The lesion was pre-dilated and a 6.0 x 40mm precise pro rx stent was deployed at the target lesion. The lesion was reported as extremely resistant to angioplasty and the residual stenosis was 40%. The patient left the angio suite neurologically intact. Following the procedure, while the patient was in the post-procedure recovery area, she experienced sudden onset tia with the symptom of right hemiparesis. During the embolic tia, the patient also had a drop in blood pressure that responded well to fluid resuscitation, no medications were administered for treatment of the hypotension. The tia with right hemiparesis resolved with no residual effect and no reported treatment. According to the investigator, the tia was related to the index procedure, and not the cordis products. The day after the index procedure, the patient had a ck level 139 (uln=125). Ck-mb was 0.8 (uln=9.0). The investigator does not feel the ck elevation was related to the tia and does not know the cause of the elevation. A medical exam the next day included the following assessment: the patient now with transient aphasia, right-sided weakness attributed to decreased perfusion during hypotensive episode; MRI with small stroke in left caudal head; stroke in this location could cause behavioral changes although her agitation may also have been secondary to frustration over the hospitalization. The following day, the patient's stroke scale score was 0 and the rankin stroke scale score was 0. This event lasted <24 hours and fully resolved. The patient was discharged approximately 2 days later. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13466502 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Two units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No non-conformance records were issued for this lot. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 1016427-2009-00169 and 9616099-2009-01692.

Event description:
The report received from the study indicated that the patient experienced a tia following the procedure. Additional information received from the clinical events committee indicated that the tia was adjudicated as an embolic stroke.